Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69-year-old female patient with a history of coronary artery disease underwent elective high-risk coronary artery bypass graft surgery and received an impella 5.5 device for mechanical circulatory support. On the fifth day of support, the patient experienced an episode of ventricular tachycardia, which was managed successfully with anti-arrhythmic medication. Subsequently, the patient reported inability to move her left upper arm, prompting a computed tomography scan. The scan did not reveal any neurological abnormality but incidentally identified a 3.5-centimeter tubular aortic pseudoaneurysm adjacent to the impella device. The treating physician was uncertain whether the pseudoaneurysm was present prior to device placement. Additionally, the patient developed hemolysis, evidenced by red-colored urine and elevated plasma free hemoglobin levels. After a minor adjustment of the impella device position, the hemolysis resolved by the following day. The device was successfully explanted after 16 days of support, and the patient demonstrated recovery of native heart function.